Manufacturer narrative:
H.6. Investigation; visual examination of the video returned was carried out and no manufacturing related issues were observed. No photo/sample was returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A maintenance review was carried out and no issues were observed during manufacture of this lot. Based on the video returned and the fact no sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10

Event description:
It has been reported that the pn 32g 4mm pro 5 bag bulk sample 2500 ca has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: it was reported that the needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice verbatim: I received a complaint from an educator today. Her 25 year old with type 1 diabetes has just started using nano pro(tm). He has had diabetes for 9 years and has recently switched from nano. The needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. He has no lipohypertrophy and his mom can not figure out why it would happen.

Event description:
It has been reported that the pn 32g 4mm pro 5 bag bulk sample 2500 ca has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: it was reported that the needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. Verbatim: I received a complaint from an educator today. Her 25 year old with type 1 diabetes has just started using nano pro(tm). He has had diabetes for 9 years and has recently switched from nano. The needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. He has no lipohypertrophy and his mom can not figure out why it would happen.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it has been reported that the pn 32g 4mm pro 5 bag bulk sample 2500 ca has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: it was reported that the needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice verbatim: I received a complaint from an educator today. Her 25 year old with type 1 diabetes has just started using nano pro(tm). He has had diabetes for 9 years and has recently switched from nano. The needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. He has no lipohypertrophy and his mom can not figure out why it would happen. D.1. Medical device brand name: pn 32g 4mm pro 5 bag bulk sample 2500 ca. D.2. Medical device catalog #: 320557. D.3. Medical device manufacturer: becton dickinson and co. D.4. Medical device lot #: 8094918. D.4. Medical device expiration date: 2023-03-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson and co. G.5. PMA/510(k)#: n/a. H.4. Device manufacture date: 2018-04-04 h3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. Verbatim: I received a complaint from an educator today. Her (B)(6) with type 1 diabetes has just started using nano pro(tm). He has had diabetes for 9 years and has recently switched from nano. The needle became stuck in his skin and he had a very difficult time removing it. It¿s happened twice. He has no lipohypertrophy and his mom can not figure out why it would happen.